Event description:
Patient reported tmj/jaw pain issues. Dds stated patient can have laser treatment done to see if it helps. No further information is available.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.